Manufacturer narrative:
Additional information received from tandem clinical diabetes specialist reported that primary diagnosis of elevated blood glucose may have been due to a gi bleed. Customer was reported to be back home and doing well. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (550 mg/dl) and two days later, customer was hospitalized. Customer was unsure of the cause but alleged that there was an unspecified issue with the pump. Multiple follow up attempts were made to obtain specific information; however, no additional information was provided.